Event description:
It was reported that upon review of remote transmissions, a sudden drop in battery voltage was noted on transmission one week apart and the device had reached eri. In clinic, the device could not be interrogated. Device replacement was recommended, however the patient elected not to replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.